Event description:
Loss of integration. The implant came out and patient brought it into the doctor's office. Fell out on (B)(6) 2024.

Event description:
Loss of integration. The implant came out and patient brought it into the doctor's office. Fell out on (B)(6) 2024.